Event description:
The hospital reported that during a coronary artery bypass procedure, ultima opcab system, standard blade stabilizer turns and does not hang. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The ultima opcab system device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Device was returned in the original package. Specks of blood was observed on the packaging near the opening tab. The device was observed to be completely intact. No failures were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The stabilizer shaft and mount housing were secured by turning the knob clockwise. The device operated without any issues. Based on the return condition of the device and the evaluation results, the reported complaint "mechanical issue" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, ultima opcab system, standard blade stabilizer turns and does not hang. A replacement device was used to complete the procedure. The hospital did not report any patient effects.